Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 522 mg/dl. A manual injection was administered to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.